Event description:
The lay user/reporter contacted lifescan (lfs) another country in 2007 and alleged that the patient's one touch ultra meter (serial number not provided) was not powering on. Lfs was able to reach the reporter and obtain additional information. However, the reporter did not have the meter with her at the that time. The reporter did not know if the meter was powering on prior to the event. The patient normally takes care of his own equipment. The reporter did not know when the last results were obtained on the meter and did not know when the meter stopped powering on. She also did not know if the patient had noticed the battery symbol on the display prior to the event. The patient tests his blood glucose 10 times/day and is on an insulin pump, which dispenses humalog insulin at a basal rate of 0.9 units/hour. The patient also administers boluses based on a 10:1 carbohydrate to insulin ratio. However, prior to the event, the patient had only received his basal rate from his pump. A week earlier, approximately 2:00 am, the patient woke up experiencing hypoglycemic symptoms (sweaty, dizzy, and acting drunk). He experiences these symptoms when he is hypoglycemic. The reporter attempted to test the patient's blood glucose on the subject meter, but the meter would not power on. The reporter conceded that the light levels in the room were low and both the patient and herself were not fully awake when attempting to use the meter. Therefore, the reporter mentioned that she could have missed seeing the meter power up and afterwards show only the battery symbol. The reporter gave the patient orange juice and about 15-20 minutes later, the patient felt better. He did not receive/require any medical treatment. The patient attempted to test on the subject meter after feeling better, but the meter did not power on. Troubleshooting showed that the meter was powering on normally (all segments displayed), but was showing only the battery symbol without the mmol/l on the display. This indicates that the power is too low to run a test and that the battery needs to be replaced at once and the meter will not operate. It was also determined that the battery was not replaced in the meter per the owner's manual (use error). Although there is insufficient information regarding the onset of the alleged power issue and the events leading to the symptoms, this complaint is reported because it is not known how long the patient was not able to test his blood glucose, and the reporter was also not able to test him at the time he experienced symptoms. However, there is no delay of treatment since he was given orange juice and felt better. The meter displayed the battery symbol at the time of troubleshooting indicating power was low and a test could not be performed (use error - battery needed to be replaced).